Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and found the gear pump flow volume was low. The fse replaced the degasser to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for magnesium (mg), calcium (cala), and glucose (glu) on their dxc 700 au instrument. There was no report of results were reported out of the laboratory. There was no report of change to patient treatment. Customer provided four (4) initial patient result print-outs. Customer did not provide repeat results nor patient demographics.